Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the reported device. Through all testing, the device operated properly and the reported issue could not be duplicated. The device passed all testing and is operating to manufacturer specifications.

Event description:
The customer reported that the vela ventilator was alarming ventilator inoperable (vent inop). The customer did not provide patient information. It is unknown whether there is patient involvement.